Manufacturer narrative:
The glidescope avl monitor was returned to verathon for evaluation. A technical service representative connected a test video baton to the returned video monitor and confirmed the reported baton detection issue. In addition, the technical service representative noted the monitor would shut down. The technical service representative isolated the power issue to the battery and isolated the baton detection issue to the back-shell assembly. The battery and back-shell were replaced. The software of the video monitor was updated to the current version and certified. The video monitor was returned to the customer. The date code on the removed battery was a10270159 which indicated the battery was manufactured during the 27th week of 2010. As stated in the operations and maintenance manual (omm), "under normal operating conditions, the monitor battery will last 2-3 years; or approximately 500 charge/discharge cycles." Corrective action is not required at this time.

Manufacturer narrative:
Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor is intermittently not detecting connected batons. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.